Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 40-50 mg/dl. Cause was unknown. Since low bg occurred while the customer was sleeping, customer did not treat low and bg values increased. Recommendation was made to consult with healthcare provider regarding diabetes management.